Event description:
The customer contacted physio-control to report that the power button on their device was not functioning. There was no patient use reported with the event.

Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the device's therapy pcb cable to resolve the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. Physio observed that the top and front case were cracked and broken. The impact that caused this physical damage could have been enough to unseat the power module ribbon cable to be unseated from the therapy pcb.

Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that the power button on their device was not functioning. There was no patient use reported with the event.